Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2007, essure (fallopian tube occlusion insert) was placed. During the procedure, one fallopian tube, things were difficult and very painful. This had to be repeated after a couple of weeks. She reported experiencing pain in pelvis/hips (area), procedural pain, things were difficult , increase or heavy blood loss during menstruation, gastro intestinal complaints, liver complaints, lower back pain, neuralgia in the lower back, tiredness, memory loss, concentration problems, brain fog, tingling , twitching legs and lower back, heartburn, and cervical cancer. The influence of essure in her daily life included work related problems and also problems with daily tasks but did not specify it for one of the events. She contacted orthopedist, neurologist and had physiotherapy and manual therapy as treatment. A treatment was planned but she did not specify it. A loop excision was carried out in 2014 because she was diagnosed with a preliminary stage of cervical cancer. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and she was diagnosed with cervical cancer 7 years after essure insertion. Pelvic pain is listed while cervical cancer is unlisted in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, given the fact that essure has only a localized action in the fallopian tubes, it is unlikely that essure could contribute to the onset of cervical cancer. Considering that essure influenced her daily life (work related problems and also problems with daily tasks) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 26-sep-2016 quality safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1624 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and she was diagnosed with cervical cancer 7 years after essure insertion. Pelvic pain is listed while cervical cancer is unlisted in the reference safety information for essure. Since essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, given the fact that essure has only a localized action in the fallopian tubes, it is unlikely that essure could contribute to the onset of cervical cancer. Considering that essure influenced her daily life (work related problems and also problems with daily tasks) and since no further information will be obtained, the case was conservatively regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.